Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture". Device has been explanted and replaced.

Event description:
Healthcare professional reported deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: of the complaint are: deflation: observed, a crease smooth opening assessed to a fold flaw opening. Additional observations: crease flat observed in the device. Brown particles observed in the device. Calcification observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported deflation.

Manufacturer narrative:
Reason for reoperation: deflation.